Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the xenon light source was turning off many times during a vitrectomy procedure. The case was concluded with another xenon light source. Additionally, it was reported that there was no injury to the pt.